Manufacturer narrative:
A direct correlation between the device and the reported event could not conclusively be established through this evaluation. No equipment was returned for evaluation. The instructions for use and patient handbook outline battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. These documents also explain that depleting the batteries and the emergency backup battery will cause the pump to stop. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2015. The vad clinicians stated that they were not able to determine a cause of death. The patient had been home alone, and was found deceased by the caregiver and neighbor. The system controller history interrogation revealed external battery depletion, followed by system controller backup battery depletion and subsequent pump stoppage. No additional information was provided.